Event description:
It was reported that the patient underwent episiotomy repair on (B)(6) 2014 and suture was used. While suturing the last point in the gluteal, the needle broke. There is no secondary surgery planned at the moment to retrieve the needle piece. The patient has had no reaction or rejection and is well.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.